Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted 16 years, five months, underwent transcatheter valve-in-valve procedure due to mitral stenosis. A 20mm transcatheter valve was implanted inside the failing 27mm valve. Patient outcome was reported to have been stable with improved hemodynamics.

Event description:
Edwards received information a patient with a 27mm bioprosthetic mitral valve, implanted for 16 years and 5months, underwent transcatheter valve-in-valve procedure due to mitral stenosis. The patient was found to have degeneration of her bioprosthetic mitral valve. An edwards transcatheter valve was implanted inside the failing 27mm valve. Position was confirmed by tee with improved gradient. The surgery went without complications. She was taken to the ICU in stable condition. The patient was discharged home in stable condition on pod #2.